Event description:
The clinic reported experiencing a corneal burn in the patient¿s operative eye during a cataract extraction procedure. The patient required unanticipated sutures to close the wound.

Manufacturer narrative:
Pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
Patient identifier was not populated on supplemental report #3. Placeholder.

Manufacturer narrative:
(B)(4). A field service specialist (fss) visited the account and could not duplicate any problems. He completed system checkout to verify calibrations and checked all connections. Tested customers handpieces and tubing pack used and found no errors. Verified all modes of operation and unit complies with all amo specifications during his visit he found phaco connector not locking in handpiece. Replaced phaco connector and verified handpiece lock in. The phacoemulsification handpiece was replaced to the customer. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplement report will be submitted. Placeholder.

Manufacturer narrative:
The phacoemulsification handpiece was returned to manufacturer for evaluation. The returned handpiece was evaluated visually and functional and no observations were noticed. The device meets all performance criteria. The cause of incident experienced by the customer was not able to be determined. In addition, the review of the device history record (DHR) for handpiece showed that there were no issues or nonconformities. The system and its components met all specifications prior to being released. In initial report the incorrect manufacturer date was provided. The correct manufacturer date is (B)(6) 2010. In initial report, under narrative was indicated as a selection as to h81 should have been the correct. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.